Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that they had difficulty recharging their implantable neurostimulator (ins). The cause of the event was unknown. The manufacturer representative tried to help the patient with recharger, but the issue was not resolved. A revision was done on (B)(6) 2016 and the ins was repositioned. After the revision, the recharging problems had been resolved. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.